Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as fold flaw opening. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "autoimmune issues" not device related, exchange due to patient¿s concerns with the product, and possible rupture. Healthcare professional later reported left side rupture confirmed with CT. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified, anxiety-product/procedure: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Treating physician: dr. (B)(6).

Event description:
Patient reported left side "autoimmune issues" not device related, exchange due to patient¿s concerns with the product, and possible rupture. Healthcare professional later reported left side rupture confirmed with CT. Device remains implanted.